Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had a stored atrial tachy response (atr) event showing farfield r-wave oversensing (ffos). There were other episodes observed that resemble possible crosstalk exhibited as noise on the right ventricular (rv) channel. Technical services (ts) was requested for troubleshooting. No additional information has been received at this time. The device remains in service. No adverse patient effects were reported.